Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus or basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. The device was received with scratched lcd window. The device was received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 30.2mmol/l, treated with manual injection. Customer was advised to disconnect from the device. The drive support cap appeared to be normal. It was not known if the device was exposed to a high magnetic field. No alarms noted. No further information reported.